Event description:
A customer reported that an ophthalmic console emitted inadequate ultrasound during the cataract surgery. The system was switched to the chop step and subsequently returned to sculpting. However, upon returning to sculpting, the system's behavior was perceived as irregular, and therefore the handpiece was immediately removed. The patient had a severe corneal injury, consistent with a corneal burn in the incision area with lesion morphology, hardened appearance of whitish corneal tissue and open was incapable of self-sealing. The patient was placed with three nylon sutures to achieve a wound closure effect. The surgery was immediately suspended and patient observed with wound leakage on postoperative day. The current outcome of the patient¿s condition was unknown. Additional information has been requested but is not available at the time of this report. Severe burn of the main corneal incision, preventing airtight closure of the anterior chamber, with spontaneous leakage of aqueous humor at the postoperative check the following day despite suturing and surgical intervention the corneal incision with new nylon sutures, sealing of the wound edges with cyanoacrylate, and use of a therapeutic contact lens. The current outcome of the patient condition was no current aqueous humor leakage; significant corneal edema, with probable high irregular astigmatism secondary to corneal tissue traction from the burn and scarring. The surgery was completed, and an intraocular lens was implanted, and ophthalmic handpiece was used during the surgery and lack of ultrasound was observed when attempting to create the groove. The procedure was switched to the chop function, which resolved the issue, and then the sculpting step was resumed to continue the surgery. By the time the sculpting was complete, the wound was already completely burned. The patient condition was improving. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. Clinical information review may 4th, 2026 previous to the reported event there were issues with the system where restarting was required (during cases). This patient was scheduled for cataract surgery in the left eye (os). In this event, the customer reports ¿during an surgery, an issue occurred during sculpt-mode (ultrasound) step. Describing it as a ¿lack of ultrasound was observed when attempting to create the groove¿. As an immediate measure, the system was switched to ¿chop¿ mode and then immediately returned to ¿sculpt-mode (without consciously applying ultrasound) to verify the persistence of the issue.¿ the entire priming/pre-testing process had to be repeated before the surgery could continue. Upon returning to sculpt, a ¿corneal burn was observed at the incision site.¿ there was ¿whitish corneal tissue observed, with a hardened appearance.¿ as such, three (3) nylon sutures were required to seal the wound. There was mention of ¿conjunctival support to reinforce the wound¿ and ¿injection of air into the anterior chamber (ac).¿ additional related states ¿the surgery was completed, and an intraocular lens (iol) was implanted.¿ the patients visual acuity (va) was listed as counting fingers (cf) at 1 meter during the post-operative exam. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The operators manual provides feedback on these types of reported events. Use of the handpieces, in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Use of an handpieces other than our handpieces, or the use of a handpiece repaired without company authorization, is not permitted, and may result in patient injury, including potential shock hazard to patient and/or operator. The u/s tips supplied in the system pack are only to be used on our handpieces. Each ultrasonic (u/s) tip is intended to be used only once per case and then disposed of according to local governing ordinances. Use 0.9 mm u/s tips exclusively with 0.9-millimeter (mm) infusion sleeves. Use 1.1 mm u/s and 1.1 mm liquefaction tips exclusively with 1.1 mm infusion sleeves. Mismatching u/s tips and infusion sleeves may create potentially hazardous fluidic imbalances. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Cumulative dissipated energy: total u/s energy in foot pedal position 3 (both phaco and torsional) calculated as: (phaco time x average phaco power) + (torsional time x 0.4 x average torsional amplitude) the factor 0.4 represents approximate reduction of heat dissipated at the incision as compared to conventional phaco. Warnings! The phaco occlusion bell indicates no aspiration flow. Use of high u/s settings and/or prolonged use may lead to thermal injury. Use handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow can cause excessive heating and potential thermal injury to adjacent eye tissues. In manual small incision cataract surgery (msics), the occurrence of intraoperative complications is a recognized concern that can impact both surgical outcomes and patient safety. Msics is widely practiced as a cost-effective alternative for cataract extraction, especially in resource-limited settings where access to phacoemulsification may be limited. However, it is important to acknowledge that msics is not entirely risk free. Complications during the surgery can arise due to factors such as surgeon experience, surgical technique, instrument handling, and patient-specific anatomical variations. Common complications encountered in msics include posterior capsule rupture, corneal burns, iris trauma, wound-related issues, vitreous loss, and anterior chamber hemorrhage. It is crucial for surgeons to have a comprehensive understanding of the background and potential risks associated with these complications. This knowledge allows them to proactively implement preventive strategies, optimize surgical outcomes, and prioritize patient safety during msics procedures. Ongoing efforts in the field of cataract surgery aim to improve outcomes by advancing surgical techniques, refining equipment, and enhancing postoperative care. Through research and innovation, the goal is to minimize complications and achieve optimal visual outcomes for individuals undergoing cataract surgery. Clinical evaluation has been reviewed. No potential contributing factor has been identified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.